Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant the right ventricular (rv) lead was exhibiting high thresholds. The physician did try another lead position however the thresholds remained high and the lead was removed and replaced. No patient complications have been reported as a result of this event.